Event description:
A consumer implanted for chronic low back pain and spinal pain reported seeing an informational power on reset (por) message on the patient programmer (pp) and therapy stopped. It was noted the por not related to an overdischarge event, and the device hadn't been near any source of strong emi. The consumer was walked through how to clear the por which resolved the issue, allowed therapy to be turned back on, and the consumer was able to feel stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.